Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Device primed properly. No unexpected low battery alarm anomalies noted. No unexpected reset alarm anomalies noted. Device was also programmed with test glucose meter. Device communicated properly and recorded the 97 mg/dl value properly from glucose meter. No unexpected syncing anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that sometimes buttons of insulin pump had press hard. The prime process was slower and battery life was diminished. It was reported that customer had to reset insulin pump and meter was not syncing. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.